Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin, IV fluids, and supportive care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia in the setting of multiple recent supply changes and periods of cgm signal instability. Clinical assessment suggests the event was most consistent with ineffective insulin delivery related to therapy management factors, including possible reuse of disposable infusion components, incomplete or suboptimal tubing fills, potential infusion site absorption issues, and persistent cgm errors, rather than abnormal device performance. Based on available information, the event was attributed to non-device-related therapy management factors. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 700 mg/dl, resulting in hospitalization. The user was transported to the hospital by emergency medical services, where the user was admitted, treated with IV insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.